Manufacturer narrative:
(B)(6). A review of the manufacturing documentation associated with this lot was performed and the following was found: review of lot 17444130 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The product was returned for evaluation and testing; however, the engineering evaluation is not complete. Additional information will be submitted within 30 days upon receipt.

Event description:
As reported, a leak was noted near the proximal portion/top of the 100 cm. 6 fr. Vista brite tip jr 4 guiding catheter near to where it would connect with the contrast injector. A true pressure reading was not able to be ascertained as air was getting through. The product was being used during an emergency procedure. There was no reported patient injury. The product will be returned for inspection. Additional information has been requested.

Manufacturer narrative:
As reported, a leak was noted near the proximal portion of the 100 cm. 6 fr. Vista brite tip jr 4 guiding catheter near to where it would connect with the contrast injector. A true pressure reading was not able to be ascertained as air was getting through. The product was being used during an emergency procedure. There was no reported patient injury. Multiple attempts to obtain additional information have been unsuccessful. A non-sterile diagnostic catheter 6f .070 jr 4 100cm was received for analysis coiled inside a plastic bag. Per visual analysis, the received catheter was inspected under the vision system and a pinhole was found at 3.6 cm from the ID band. No other anomalies were observed on the received unit. Per functional analysis, a lab sample syringe filled with water was attached to the hub of the diagnostic catheter in order to flush the unit. During the flushing procedure, a leakage was detected at the location where the pinhole was observed. The proximal part of the unit (the portion near to the hub) was analyzed under x-ray and no anomalies were observed in the braid wire. A meeting was held with the pet team in order to review the complaint unit. By pet review, the reported pinhole was confirmed. The unit was submitted for microscopic (sem) analysis. Sem analysis was performed on the received unit with the following results: sem analysis results showed external depressions at the puncture site on the catheter body, apparently such depression were caused externally. Additionally, presence of elongations on the puncture\hole edges was observed which indicates the material was exposed to an overload until it ceded. Internal surface examination showed an uneven ptfe surface section at the puncture site. Observed conditions suggest that the wall of the catheter ptfe is reduced in thickness; however, this could not be conclusively determined through this analysis. An assessment was performed in the manufacturing process in order to find a potential assignable cause of the reported event with the following conclusion: the results of the investigation revealed that the pin hole found in the received catheter involved in the customer complaint, could not be related to the manufacturing process, since during the manufacturing process no tools nor devices are used that potentially could cause a pin hole as the one observed in the complaint unit received. Controls are in place to detect any discrepancy related to manufacturing process. Review of lot 17444130 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The event reported by the costumer as ¿catheter (body/shaft) - leakage (peripheral)¿ was confirmed during the analysis due to the pinhole found on the body of the unit received. The exact cause of the leakage could not be conclusively determined. However, procedural factors may have contributed to the report event as evidenced by the depression and elongations noted during the sem analysis. According to the product instructions for use (IFU), the user is cautioned to inspect the product prior to use and to not use the product if damaged is noted. Furthermore, the IFU further instructs the user to flush the device with heparinized saline solution prior to use as was done in this case. Neither the analysis nor the device history record review suggests that the event reported could be related to the manufacturing process. Therefore, no corrective or preventative actions will be taken at this time.